Manufacturer narrative:
Follow up MDR. Result (B) (4); accuracy. Customer report was not confirmed. Received one incomplete single dpt kit. The 48" pressure tubing and stand-alone stopcock were not returned with the unit. The dpt zeroed and sensed pressure from 0 to 300mmhg with accuracy within 1.5 % accuracy per dfu. Electrical testing showed both input impedance (2346 ohms) and output impedance (298 ohms) were within specifications. No visible defect was observed from dpt cable connector (mold cavity #11).

Event description:
The following was reported: " the figure was wrong over 50, when measuring blood pressure."

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 12 mg/dl, 89 mg/dl and 189 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.